Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had abnormal image. Sometimes the image appears entirely green at other times, it becomes blurred, indistinct or noisy. The issue occurred during demonstration. There were no reports of patient involvement.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6, h11 the device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: component failure of the universal cord, the light guide bundle was slightly interrupted and weakened at the insertion part. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the endoscope image is abnormal. Sometimes the image is all green, the endoscope image is abnormal and sometimes the image becomes blurred, indistinct or noisy due to component failure of the universal cord. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.